Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4) case subject: npi low battery error 8015bd unit account name: (B)(6) hospital account #: (B)(4) asset name: 8015ls pcu dom v9.19.1.2 a/b/g asset location: contact: (B)(6) contact email: (B)(6) contact phone: contact mobile: patient or user involvement: no patient or user harm: no case description: tech. Get low battery error on 8015bd unit serial # (B)(4) failure device type: alaris system instrument failure problem type: 8015 failure mode: troubleshooting/ error codes case resolution: tech. Report error "low battery" on 8015bd unit which has to do with the first plug ac power, recondition the battery, next can be replace battery, if problem continue next to replace is the logic board on unit tech. Thank me for my assist. Ref:_00d30y0yr._5000l1lopzl:ref